Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test for vibrator anomaly due to no button response. Insulin pump had a cracked display window, minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. No crack noted on lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer called because her insulin pump no longer vibrates and the buttons no longer respond. The patient's blood glucose level was at 323 mg/dl. The customer also states that there is physical damage to the four corners of the lcd screen. The customer does not recall how the damage on the insulin pump happened. The customer was assisted with trouble shooting but the insulin pump's buttons still did not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.